Event description:
During nursing report the monitor noted started blinking on and off. The monitor would go off, then turn back on at the bedside. Patient moved to another room and attached to that monitor. Biomed was called replaced the monitor and placed the questioned monitor in the demo test mode for evaluation. No harm to the patient. Biomed tested the unit and verified the display flickering on/off, replaced display, ran unit for about 30-45 minutes, display again started to flicker on/off. Replaced the 60 vdc power supply. Let unit run in demo mode over night with no problems. Verified proper operation in the morning and returned to service.